Event description:
It was reported by service report that the calf supports and foot positioning were not locking. Patient was not involved and no adverse consequences are reported.

Manufacturer narrative:
Calf support assembly, foot positioning assembly.